Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The pump was implanted for support without complications. Two days later, the side port was inadvertently ripped off. The port was clamped and support was maintained with the pump. There was no patient harm resulting from the noted issue.

Manufacturer narrative:
The investigation has been completed. The impella rp flex pump was not returned for investigation. The cause of the purge leak-pump issue was not determined since the product/images were not returned. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿